Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the insulin pump is not giving them insulin. The customer does not have an insulin pump to troubleshoot for high glucose. The insulin pump will not be returned for analysis.